Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Based on the information provided and instrument evaluation the fse was able to determine that the aspirate probe 4 pinch valve was defective, causing continued aspiration. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) results were obtained on the advia centaur instrument but were not reported. The customer ran the samples using a different method and confirmed that the (B)(6). There are no reports of adverse health consequences or patient intervention due to the (B)(6) results.